Manufacturer narrative:
(B)(4). On (B)(4) 2021, the customer alleged damaged battery cap, failed battery test alarm, unexpected power loss alarm, and charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Pump received with cracked case above arrow and battery icon and pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: failed battery test alarm on (B)(6) 2021 at 14:03:27, 14:09:13, 14:09:17, 14:09:21, 14:09:2, 14:09:29, 14:09:37, 14:09:43, 14:11:03, 14:11:09, and 14:21:00. On (B)(6) 2021 at 05:33:09, on (B)(6) 2021 at 23:24:36, 23:25:08, and on (B)(6) 2021 at 14:24:53. Power loss alarm on (B)(6) 2021 at 00:54:24 and 00:54:36. Replace battery alarm on (B)(6) 2021 at 04:04:00, 04:14:00, on (B)(6) 2021 at 07:36:00, on (B)(6) 2021 at 08:44:00, on (B)(6) 2021 at 09:43:00, on (B)(6) 2021 at 10:56:00, 11:06:00, on (B)(6) 2021 at 10:33:00. Insert battery alarm on (B)(6) 2021 at 04:21:30, on (B)(6) 2021 at 08:04:54, on (B)(6) 2021 at 08:53:52, on (B)(6) 2021 at 10:24:26, on (B)(6) 2021 at 11:08:10, on (B)(6) 2021 at 10:36:18. Replace battery now alarm on (B)(6) 2021 at 10:14:00 and 10:24:00. Pump passed self test, active current measurement and displacement test, however failed the sleep current measurement. No unexpected failed battery test, power loss, replace battery, insert battery, and replace battery now alarms during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no sleep current measurement test failure noted. Unable to verify battery cap damage due to missing original battery cap. Customer alleged for power loss alarm was not confirmed. Customer alleged for failed battery test alarm was not confirmed. Customer alleged for charge/battery lasts less than expected was confirmed. Sleep current measurement test failure suspected to be in pcba 1.

Event description:
Information received by medtronic indicated that insulin pump had a replace battery alarm. Customer receive low battery alert prior to replace battery alert or replace battery now alarm. Battery cap was not loose cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.